Event description:
It was reported that the patient had several inappropriate shocks due to oversensing of noise. The patient was ironing at the time of the event. The smart pass feature had programmed itself off due to a change in the intrinsic morphology. The sensing vector is in the alternate setting. The patient has a left ventricular assist device. Technical services recommended some testing to try and reproduce the scenario. The clinic has now reprogrammed the conditional zone and the smart charge feature. There were no additional adverse patient effects.